Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set bent cannula event on (B)(6) 2025 due to which the patient faced hyperglycemia and eventually got hospitalized. The patient blood glucose was 401 mg/dl at the time of the event and got treated with insulin drip. The patient got released from the hospital on (B)(6) 2025. No further information available.